Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error motor arm failed self-test. Customer blood glucose level was unknown. Customer also stated that the after restarting pump error occurred once again. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with constant rf pic failed selftest alarms due to a faulty component on the rf board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests and unable communicate to carelink pro to verify up load anomaly due to the rf pic failed selftest alarm.